Event description:
It was reported that the caller encountered a time discrepancy on their device and received a "no compatible devices found" message when uploading pump data. There was no adverse impact to the customer's blood glucose level. The caller corrected the time settings prior to the call, and technical support advised the caller to monitor the situation and follow up if the time discrepancy persisted. Additionally, technical support planned to set up a log review to address the ongoing time changes on the pump.